Event description:
It was reported that a revision was performed to replace an elsa spacer 20 x 50mm, 8-17mm that was found to be migrating laterally out of the ipsilateral disc space.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was available for evaluation. One elsa spacer, 20 x 50mm, 8-17mm, 5-20°, was reported to have migrated laterally out of the patient's disc space after implantation. The patient underwent additional surgery to add supplemental posterior fixation, and the elsa spacer was explanted and replaced with a rise-l spacer. Further reporting present at the case revealed that during the procedure, the surgeon had elected to not add supplemental fixation, constituting an off-label use of the device (from elsa product insert di195a: "[elsa] devices are intended for use with supplemental fixation"). Upon receiving the device on (B)(6) 2024, the implant's functionality was assessed, and was determined to be fully functional as per the requirements. In the provided post-operative imaging, the bone screw appears to be constrained to the spacer body via the locking screw. The lateral migration of the spacer/bone screw construct is then attributed to the lack of supplemental fixation. No determinations could be made as to the cause of the reported issue.